Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist performed troubleshooting with the customer and advised the customer to clean, calibrate, and align the hm mixers, check the hm pump cassettes, and align the hm wash probes, which the customer did. The expected result had been obtained on the sample with the instrument prior to the tsc being contacted. The customer had also rerun other patient samples and all had repeated the same as the initial run. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient was treated and transferred to another facility. The patient was redrawn and tested at the other facility and the redraw sample(s) resulted lower. The initial sample was then rerun on the same instrument and resulted lower. The redraw and rerun results were reported to the physician(s). The medications asa, ramipril, lipitor, and metaprolol were administered to the patient. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.